Manufacturer narrative:
W4e water sol,iso valve clogged. No water flow due to a clogged water solenoid. Incorrect hp with unit. No operation due to damaged handpiece cable receptacle. Water hose qd leaking. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Event description:
While the customer was using a g1000 cavitron touch, they allege that they have low water pressure to the handpiece and the insert tips are getting hot. No injury was reported from the alleged event.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.